Event description:
The customer reported the subject device exhibited bad angulation. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (bad angulation) was confirmed. It was observed the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. In addition to foreign material in nozzle, service found the water removal ability was out of specification due to clogged nozzle, there was a leakage from the forceps channel, the adhesive on the light guide lens was clouded, the plastic distal end cover was crushed, the connecting tube was scratched, the objective lens was chipped, the bending section cover was scratched, the switch button #4 was worn, the protector was scratched, and there was a leakage from the angulation knob. The adhesive on the bending section cover was cracked, chipped, and clouded. The adhesive on the objective lens was peeled and clouded. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign mater clogged in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.